Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for an 8 year old female patient. The initial result = 241.43 miu/ml, retest result = <1.20 miu/ml. The customer reference range is 0-25 miu/ml. There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Updated information in section d8. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search review did not identify an increase in complaints. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative population for the complaint lot number(s) are within the established limits. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 53095ud02 was identified.

Event description:
The customer observed a false positive architect b-hcg result generated on an architect i2000sr analyzer for an 8 year old female patient. The initial result = 241.43 miu/ml, retest result = <1.20 miu/ml. The customer reference range is 0-25 miu/ml. There was no impact to patient management.